Manufacturer narrative:
The reported medfusion infusion pump was returned for investigation. Visual inspection found the device to be in poor condition. The tamper sticker was void and the top case was found chipped and cracked. Additionally, the bottom case had signs of contamination. A review of the device event history log found that a motor rate error, check clutch error, and pressure increasing alarm had occurred. During functional flow testing, the device gave a motor rate error. Testing was unable to confirm the check clutch error as the pump would give a motor rate error during testing. Investigation determined that the root cause of the motor rate error was due to debris on the worm coupling tip from the teflon washers; the observed debris was a result of normal wear on the drive train components. Based upon a review of the device event history log, it was determined that the check clutch error was caused by the clutch being released during an infusion. The pressure increase was found to be a part of the device's normal operation. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. No adverse health outcomes occurred.